Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced two occlusion alerts that were temporarily resolved with supply changes and device restart. A subsequent occlusion occurred with bg at 345 mg/dl. Tubing tested normal, but due to repeated occlusions and elevated bg, the user was advised to change the set. Replacement supplies were sent. Lowest blood glucose (bg) recorded was 345 mg/dl. Bg was corrected by supply change. No symptoms or medical intervention were reported during the event and at the time of call.